Manufacturer narrative:
10/16/1997-supplement #1 sent to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaw disengaged. The hosp has reported no pt injury occurred.